Event description:
It was reported that this right atrial (ra) lead was found to be fractured as it showed noise over sensing with high, out of range pacing impedances. There were no programming changes yet and they will continue monitoring the patient until the physician returns. The oor impedances have been observed since several months ago and there have been no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured as it showed noise over sensing with high, out of range pacing impedances. There were no programming changes yet and they will continue monitoring the patient until the physician returns. The oor impedances have been observed since several months ago. At this time the rv lead has been surgically abandoned at a surgical intervention. No additional adverse patient effects were reported.